Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The was returned to olympus for evaluation. The user¿s complaint was confirmed. The received device was connected to an esg 400 generator for functional testing. The device was recognized and the correct defaults applied. No error messages were displayed during testing. The hand-piece was observed to activate on its own within one minute of the evaluation. The blue coagulation button was removed and revealed the dome switch was collapsed on the left side. Based on the investigation findings, the most likely cause of reported event can be attributed to the partially collapsed dome switch.

Manufacturer narrative:
The cutting forceps were retuned to olympus and are pending evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during a diagnostic laparoscopy procedure, the cutting forceps activated on its own without depressing the activation button after being connected to the generator. It was reported this is phenomenon occurred outside of the patient. No bleeding was reported. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the device was inspected prior to the procedure with no anomalies noted.

Manufacturer narrative:
This supplemental report is being submitted to report the additional information. Please the updates in sections: h2, h3, h6 and h10. The DHR was reviewed for the subject device and lot number. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.